Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was at the site. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary the reference samples for the lot 6007785 have already been previously tested in the complaint (B)(4) on 26/may/2025. Test results: the reference samples were visually inspected and tested for flow test. All test results were within specifications as per the complaint (B)(4) complaint test report. Device history record (DHR) review: packing the lot 6007785 was manufactured according to the work instruction (wi) version 97 and packaging in the multivac 14, on 21/jun/2024, with a total of (B)(4) units. Welding the lot 4f03727 was manufactured according to the wi version 34 welding in the machine ls24 & ls25, on 19/jun/2024, with a total of (B)(4) units. Gluing of connector the lot 4f02641 was manufactured according to the wi version 37 in the gluing of connector in the line 3, on 19/jun/2024, with a total of (B)(4) units. The lot 4f02652 was manufactured according to the wi version 37 in the gluing of connector in the line 3, on 19/jun/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 04/jul/2025 against malfunction code occlusion at infusion site (e.g., occlusion alarm from the infusion pump may have sounded) (specific cause not identified) and lot 6007785 and another (B)(4) complaint has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.